Manufacturer narrative:
The lot/item number has not been provided and therefore we are unable to perform a lot review to determine if there were any non-conformance reports issued for the particular lot no photographs or samples were available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, photos or additional information becomes available at a later date, the samples or information will be reviewed and added to the file. A revised report will be submitted at that time. Without receiving the pertinent information regarding the lot of the devices used, size/type of suture material, receiving actual products to test/review, receiving photos of the dehisced incision, details regarding post-operative events that may have occurred which may have attributed to injury or the dehiscence of the incision, details of the procedure performed, placement of the device, method utilized to anchor the device in the tissue, quality of the patient's tissue utilized for anchoring the device, the patient¿s health status or the surgeon's experience and technique, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site.

Event description:
It was reported by the sales rep of our distributor that following a femoropopliteal bypass the surgeon reported that the patient returned with dehiscence and suture spitting two weeks post op. No other information is available.